Manufacturer narrative:
An event regarding a difficulty to connect a spigot to the exeter stem introducer was reported. The event was not confirmed. Two spigots were returned for evaluation. Spigot n°1 is damaged in the area of contact with the instrument stem introducer. The sales rep confirmed that marks can be seen on the spigot where it has been necessary to try and force the item onto the introducer. Spigot n°2 presents a spot of external material that seems to be cement. Dimensional inspection on the two spigots was performed according to (B)(4) in order to check their width and they were found to be compliant. A functional test was performed with a stem introducer from the stock and the two returned spigots and it was possible to assemble the stem introducer on the spigot and the device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. The spigot protector is supplied with the exeter stem to protect the spigot as the stem is implanted and is itself not implanted with the device. It is also sold as a separate sterile spare parts. The investigation concluded the returned spigot protectors were found to be dimensionally and functionally compliant. A visual inspection of spigot n° 1 identified damage in the area of contact with the stem introducer. The sales rep confirmed that marks can be seen on the spigot where it has been necessary to try and force the item onto the introducer. The two returned spigots protectors are dimensionally compliant. A functional test was performed on each spigot with a stem introducer and it was found compliant for both of them. A review of the drawing of the stem introducer (B)(4) shows that the assembly with the spigot protector is tight in order to have the stem well fixed to the instrument during implantation.

Manufacturer narrative:
It was noted that the device was implanted. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.

Event description:
The customer orthopaedic coordinator, reported, via the sales rep that the spigot was found not to fit into the stem introducer. The sales rep reported that marks can be seen on the spigot where it has been necessary to try and force the item. The customer reported that another spigot was used to complete the procedure although it was necessary to force the spigot through the stem introducer. The customer reported that the second spigot has been implanted and is therefore not available for inspection. The customer reported that delay to surgery was only 5-10 minutes.

Event description:
The customer orthopaedic coordinator, reported, via the sales rep that the spigot was found not to fit into the stem introducer. The sales rep reported that marks can be seen on the spigot where it has been necessary to try and force the item. The customer reported that another spigot was used to complete the procedure although it was necessary to force the spigot through the stem introducer. The customer reported that the second spigot has been implanted and is therefore not available for inspection. The customer reported that delay to surgery was only 5-10 minutes.